Event description:
It was reported that the handpiece doesn't stop when the user released the trigger. There was not patient harm reported. The time surgery was extended less of 15 minutes.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report, the investigation was then not completed. A follow up medwatch will be submitted once the investigation is completed.